Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient experienced ineffective therapy.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient's lead migrated following a fall. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced.